Event description:
Tthe manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the device. The patient alleged, oxyzen levels are going down, nasal irritation, throat soreness, headache, watery eye. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to oxygen levels are going down, nasal irritation, throat soreness, headache, watery eye related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and unknown dust/dirt contamination observed by manufacturer. The device evaluated internally and mineral deposits on motor housing and unknown dust/dirt contamination ,keratin like substance on blower housing outlet /impeller and blower box was inconsistent with degraded sound abatement foam contamination and the presence of contamiantion through the airpath suggests external to the device. Mineral spots consistent with water ingress were found within blower motor casing,bottom enclosure and blower box housing. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no evidence of sound abatement foam degradation/breakdown observed and they confirmed the presence of contamination in the airpath.